Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of investigation completed (B)(4) 2011. Correction number: 2531779-03/24/2010-003-r. During evaluation the force sensor assembly was found to be physically damaged.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.